Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 4, 2007, the lay patient contacted lifescan (lfs) canada alleging that her one touch ultramini meter displayed the apply sample message. The medical affairs specialist (mas) sent follow-up questions to lfs and received additional information included below. The patient said, she got the meter at the in 2007, when she started taking glyburide. The patient takes 500 mg metformin twice and day and was instructed to also take glyburide 2.5 mg in the am when her blood glucose was high (> 8 mmol/l). The patient's physician instructed her to test her blood glucose level three times a day. The patient said, she had never been able to obtain a reading on the lfs product prior to calling lfs on december 4, 2007. The patient said, she only received one blood glucose test during 2007; it was a lab reading of "6. Something" of "7. Something". The patient did not remember the specific date of the lab test. The patient said, she took glyburide based on her feelings since she was unable to obtain a meter reading. The same month, at 5:00 am, the patient took 500 mg of metformin and 2.5 mg of glyburide. Afterward, the patient ate a snack and 5:00 am and breakfast at 7:00 am. At 11:00 am, while at work, the patient felt dizzy, sweaty, and faint. She attempted to go to get food, but fainted before returning to her desk. Ems was called. The patient's blood glucose was not tested with another device. The patient was treated with apple juice and food until she felt better. The lfs canada customer service representative (csr) discovered that the patient was applying the blood sample to the test strip incorrectly. The csr walked the patient through performing a test and resolved the issue. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product before taking metformin and glyburide and later experiencing symptoms that suggested hypoglycemia. The patient claims emt's treated her with apple juice and food.